Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility reported, "difficulty was encountered during the insertion of a drainage catheter preoperatively. The guide wire could not be removed, and the tip of the catheter was sheared off when the removal was attempted. The catheter tip remained in the pt. No apparent harm to the pt resulted." Cross reference : (B)(4).